Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The report of the rate spontaneously changing was confirmed. Physical inspection of the device noted the dome switch for the up arrow key on the keypad assembly had collapsed (no physical key bounce felt). There were no obvious physical signs of an impact on the key. Analysis of the pcu event log shows that although the customer reported a patient weight of (B)(6) and a dose of 80 mcg/kg/min, the infusion was programmed for a patient weight of (B)(6) and a dose of 75 mcg/kg/min. During the infusion the user selected the propofol infusion device multiple times when the key was failing, and attempted to reprogram or restore the infusion. The rate was increasing and went beyond the hard guardrails limit. The device displayed a guardrails alert that the dose exceeded the limit and required the user to reprogram. The device continued to infuse at the correct programmed rate/dose throughout because the up arrow related programming with the unintended changes was never completed; it remained at 36ml/hr (75 mcg/kg/min) until it was terminated by the user. Replacement of the front panel with keypad assembly resolved the issue with the stuck key. The proximate cause for the reported event is the keypad having a collapsed dome switch on the up arrow key. The root cause for the switch having collapsed was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that as a critically ill ECMO patient was prepared for a procedure in interventional radiology, the module infusing the propofol appeared to increase the continuous infusion rate spontaneously without the user initiating programming changes. The user also heard a muted alarm from the back of the pump at the time of the event. Proporfol 1,000 mg/100 ml was expected to infuse at 80 mcg/kg/min at a rate of 45.9 ml/hr, and settings were programmed at the pc unit. The IV access for the propofol infusion line was the right internal jugular, and the ECMO access site was a bilateral femoral cannulation. The patient¿s weight was (B)(6). The module was stopped, and the devices were sequestered for investigation. Heparin was also infusing on another module. The user took a video of the event and sent it to biomed for evaluation. The video displayed the propofol guardrails drug setup screen with a concentration of 10,000 mcg/ml and a range of rate (ml/h) /vtbi (ml) of 83/38.6 ml to 115/38.6 ml. New devices were obtained to continue the patient¿s infusions, and the user stated no patient harm occurred as a result of the event.